Manufacturer narrative:
Based on the claim against the product by the customer noting clip applier not clamping, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. The instrument was found to have a loose grip cable at the distal end. Common causes of this failure mode are attributed to a component failure. Loose cables are attributed to a loss of cable tension. A cracked clamping pulley and/or input shaft can cause the cable to become dislodged at the proximal end. When the clamping pulley and/or input shaft is cracked, the cable can dislodge as the input could "slip" with respect to its internal shaft causing the loss of cable tension. A cracked clamping pulley and/or input shaft can be caused by improper cleaning or sterilization techniques used during reprocessing. A dislodged cable at the proximal end can then result in the cable becoming derailed or loose at the distal end, which may lead to non-intuitive motion. There were additional observation(s) related to customer reported complaint: the instrument was found to have an input disk missing from the housing. Input disk #7 was found completely detached from the base of the housing. The housing was removed and there was one input shaft broken due to the failure of the broken input disks. Common causes of this are typically attributed to mishandling/misuse, most commonly caused by improper cleaning/reprocessing techniques. The input disk component consists of ultem material insert molded over a steel pin. The insert molding process results in residual stress in the plastic portion of the input disk. This residual stress can be susceptible to chemical or thermal stresses, which can result in the appearance of cracks in the ultem material. Under repeated or prolonged chemical or thermal exposure cycles, these cracks can propagate into larger cracks, and may cause the input disk to break and separate from the instrument. The complaint regarding clip applier not clamping together was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. This complaint is considered a reportable event due to the following conclusion: it was reported during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument failed to clamp. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument was not clamping together. The customer tried reconnecting the clip applier but had no success. The customer also removed the drape and reattached it and had no success also. The issue was resolved by using a backup instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. When the clip was put in, the tip did not move easily. No damages were noted on the outside of the instrument. The instrument was put on the arm and inside the patient. According to the surgeon, instrument was working fine when the arm was moved but could not get the clip to close. The clip applier was replaced with another one and it worked. The tissue being clipped was not bigger than 10 mm. This was the first use of this clip applier in the procedure.